Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating and the station was offline on remote smart service. The customer tried rebooting and replugging all cables, but the issue still persisted the customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that station was not communicating. A field service engineer (fse) found that the wireless adapter was disabled and not receiving a network connection. The fse enabled the wireless adapter and rebooted the station, bringing it back online. The system functioned as intended after the field service engineer repaired the device.